Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep replaced the touch screen as a preventative measure. System operates as intended.

Event description:
The customer reported the touch screen keeps failing and the system must be rebooted. No pt injury was reported.